Event description:
A pt reports undergoing cataract surgery with implantation of the crystalens in the right eye. Three weeks postoperatively, the lens dislocated and required intervention to reposition the lens back in the capsular bag. Additional info was obtained from the physician, who reports that the pt's preoperative bcva was 20/20 with mrse of -4.00 -1.50 x 075. In 2008, the inferior haptic of the crystalens was observed outside of the capsular bag. At this time, the pt's bcva decreased to 20/30. The lens was repositioned successfully in 2009. Six months later, the mrse improved to -1.25 -1.00 x 075, however, the pt's bcva was reported as 20/40 due to pco, for which a yag capsulotomy is scheduled. The reason for the lens dislocation was not provided.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.